Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, the sapien transcatheter heart valves (thv) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (hyperlipidemia and insulin-dependent diabetes mellitus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field specialist, approximately 7 years, 11 months, and 8 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, a workup was initiated. It was noted that the patient had been presenting with hypoattenuated leaflet thickening (halt) and mild stenosis, and they did not resolve with 6 months of eliquis. Approximately 8 years and 25 days post tavr procedure, the patient underwent a successful valve-in-valve tavr procedure with a 23 mm sapien 3 ultra resilia valve. The gradient was 6 mmhg. Prior to the valve-in-valve tavr procedure, the patient was noted to be symptomatic and presenting with dyspnea, fatigue and heart failure. The mean/peak gradient was between 35 mmhg to 50 mmhg, the valve area was between 0.5 cm2 to 1.0 cm2, and there was mild central regurgitation. Medical records were received for evaluation. According to the medical records received, a transthoracic echocardiogram (tte) was performed approximately 7 years, 11 months and 7 days post tavr procedure and the tte noted a 23 mm sapien 3 valve in the aortic valve position. The valve appeared to be well seated with mild-moderate central regurgitation. The max gradient was 44 mmhg and the mean gradient was 27 mmhg. The valve area was 0.9 cm2. Approximately 2 days later, a transesophageal echocardiogram (tee) was performed and the tee noted an aortic valve peak gradient of 51.5 mmhg and mean gradient of 29.4 mmhg. The tee also noted a 23 mm sapien 3 valve that was present in the aortic valve position, which appeared stable and secure with no obvious paravalvular leak (pvl). Approximately 1 month later, the patient was noted to be having increasing heart failure symptoms, progressive dyspnea, and was recently admitted to the hospital. It was indicated that a tavr procedure was recently cancelled due to enlarging hypoattenuated leaflet thickening (halt) on the 23 mm sapien 3 valve. Lovenox injection was initiated as resolution of halt to reduce the risk of stroke during the tavr procedure. No additional information was provided.